Event description:
Customer reported device=524 mg/dl. Customer took 100 units of insulin. Device retest-118 mg/dl. Customer became sick. Paramedics were called & customer was taken to the hosp. Paramedics device=577 mg/dl. Hospital device= 493 mg/dl. Customer was admitted into ICU for three days and remained in the hosp for 6 days, however treatment was not provided. Customer also mentioned going to the hosp two weeks ago, however no other information was provided. No controls used. Strips were expired. A request was made for return product and replacement product was sent.